Manufacturer narrative:
Additional information: (UDI #), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly or component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco-lobectomy procedure, during the second firing of the device, a yellow foreign material fell into the patient's cavity and was retrieved using forceps. The handle was replaced and the procedure was completed with no additional problem.